Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising impedance and high impedance. The implantable pulse generator (ipg) exhibited elective replacement indicator (eri). The lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.